Event description:
It was reported that the device had possible premature battery depletion. The device was explanted and replaced. Performance data was obtained from the device and noted that the right ventricular lead was oversensing, had noise and triggered a lead integrity alert. The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching eri. The weekly trend in save to disk data file _19104105 shows min bat=2.635 volts between (B)(4) 2011 and (B)(4) 2011, is just before device rrt<= 2.6251 volt. (B)(4) a lead integrity alert triggered. There was 1 patient alert for lead failure predictor on (B)(4) 2011. There was oversensing with 15 ventricular nst<=216 ms between (B)(4) 2011 and (B)(4) 2011. There was interference/noise and ventricular short interval count v-sic=1730.3 counts avg/day, in 17.28 days, between (B)(4) 2011 and (B)(4) 2011.